Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise leading to inappropriate mode switch were noted on the atrial lead. The patient will continue to be monitored and was stable with no consequences.